Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the pocket site due to the ipg eroding and a portion of the ipg is visible. Patient was prescribed antibiotics. Surgical intervention may take place at a later date.